Manufacturer narrative:
Per case notes, the sensor was not palpable before the incision. The hcp used the transmitter and an ultrasound to locate the sensor, but unfortunately the hcp was still unable to remove the sensor. The next tentative day of removal is (B)(6) 2024.

Event description:
On august 15, 2024, senseonics was made aware of an incident where the hcp failed to remove the sensor on the first attempt made on (B)(6) 2024.

Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further follow up was possible on the status of sensor removal. B4. Date of this report 20 may 2025. G3. Date received by the manufacturer? 20 may 2025. H6. Health effect - clinical code updated to 4582. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.